Event description:
An endeavor sprint rx drug-eluting coronary stent delivery system length 15mm, diameter 3.0mm was used to treat a lesion in a patient's distal circumflex. It was reported that the stent dislodged during the procedure. The protective covering was removed from the stent without difficulties. The physician inspected the stent prior to use and there were no issues noted. The stent advanced normally over the wire and through the guide catheter. The stent was delivered to the target lesion at the ostium of the om2. However, the stent was too long for the lesion and as the device was withdrawn the stent dislodged on a 90 degree bend at the ostium of the circumflex. The stent was retracted back into the left main where it was deployed using a series of post dilation balloons. The patient was reported to be fine post procedure and no clinical sequelae have been reported. Neither the cd of procedural images nor the stent delivery system was returned to medtronic for evaluation.

Manufacturer narrative:
Intervention required. Eval - results: tortuous vessel - dislodged on a 90 degree bend. Dislodgement. Conclusions: tortuous vessel - dislodged on a 90 degree bend. Direct stenting.